Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 231260001, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that patient lost therapeutic effect. Patient had been having acute pain since visit to doctor two month before this report. Acute pain was in the back and down leg. Patient was living at an assisted living facility. Additional information has been requested, but was not available as of the date of this report.